Manufacturer narrative:
(B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right iliac artery. A 8.0mmx20mmx135cm (4f) sterling balloon catheter was advanced to dilate the lesion. However, during the first inflation at 5 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a 8-20 mustang balloon catheter. No patient complications were reported and the patient's status was good.